Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 09/07/2016: multiple attempts made to follow up with the customer, however no further information was provided. Device not returned.

Event description:
It was reported that the customer received a couple of altitude alarms and insulin delivery was suspended. Reportedly, the customer was able to clear the alarm. There was no reported impact to the customer's blood glucose level.